Manufacturer narrative:
An additional follow up was performed with the key market (km), and the responder provided the serial number (100450741) for the device affected by the power button failure, which was reported under MFR report number 2518422-2025-058874

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power button that failed. There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
H10: insufficient information was available to determine the resolution of the event. During follow up with the key market (km), the responder reported that the work order for the event was closed, as the wrong serial number was documented. No further details were provided by the km, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.